Manufacturer narrative:
Initial reporter: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's family member that the patient has had two implantable pulse generator (ipg) systems explanted recently. There was a concern that the patient is allergic to a component of the system . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the first ipg developed an infection. The organism was identified as group a beta hemolytic streptococcus. It was also reported that the second ipg developed wound dehiscence and "drainage of yellow fluid from pocket" despite use of an antibacterial envelope.